Event description:
The poly disassociated from the metal back patella. It appeared to be worn at the point where the poly rotated. There also was a scratch on the underside of the poly section of the patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.